Manufacturer narrative:
Explant date: if explanted, give date: not applicable, as the lens remains implanted. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct300 intraocular lens (iol) was implanted in the patient's left eye (os) on (B)(6) 2017. Pre-operatively, on (B)(6) 2017, the patient's best corrected visual acuity (bcva)/manifest refraction was -11.25 x +2.25 x 180 and it was noted that the patient had an ocular history of high myopia. The patient's post-operative visual acuity was 20/50 and it was noted that the patient's iol rotated to an axis of 120 degrees. Also, the patient has residual astigmatism. There is a planned iol rotation versus an exchange during the week of (B)(6). Reportedly, the doctor stated that she entered the wrong value when calculating the lens. However, it is unknown if this attributed to the lens rotation. The doctor requested consultation and the following information was provided to the doctor. Calculations for an iol exchange were completed and sent to the doctor. Rotating the currently implanted iol would not sufficiently reduce the residual astigmatism. I informed her the calculation would be most accurate with review and incorporation of post-op ks. No additional information was provided.

Manufacturer narrative:
The product testing was not performed as the complaint device was not returned for analysis. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no similar complaints were received for this product order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: additional information received reported the serial number of the lens, which was the initial lens implanted. Also, the lens was explanted on (B)(6) 2018 and replaced with a unknown zxt model that was +8 diopter at an axis of 148. The previous option to rotate the lens was not performed because an explant was performed. At the patient's 1-day post-operative visit with the doctor, the visual acuity without correction was 20/40 j2. Also, the reported astigmatism is associated with the left eye. No additional information was provided. The following fields have been updated based on the serial number provided in follow up: model number: zct225, expiration date: 06/07/2022, serial number: (B)(4), UDI number: (B)(4), catalog number: zxt225u090. If explanted, give date: (B)(6) 2018. Device manufacture date: 06/07/2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.